Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the piece of instrument broke and was seen flying into overhead light which shattered.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no additional reports against the provided product and lot combination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.